Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Clinical adverse event received for dislocation. Event is serious and is considered mild. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2016, date of event: (B)(6) 2022, (left hip). Treatment: closed reduction/manipulation.

Event description:
(B)(6) 2022: the patient undergoes a closed reduction under general anesthesia with success. The operative notes do not provide any additional details not already captured on this pc. The patient has a history of septic hip with gram-positive cocci as well as a fungal infection as well as anterior and posterior dislocations. Per the joint registry, these failures are noted to be in affiliation to competitor products. She also has trochanteric escape due to a competitor stem. On (B)(6) 2021, the patient underwent a revision of a competitor stem and head as well as a polyethylene bimentum liner due to recurrent instability (already captured on (B)(4). The cerclage wires (noted to be synthes products per joint registry) were loose and creating metallosis so they were removed. The trochanter is completely non-united. The surgeon felt ¿quite a bit of combined version between the stem and the cup so he plans to decrease it by changing the proximal body on the competitor stem.¿ he later states the cup appeared to ¿be reasonably well positioned¿ so the cup will not be coded for mispositioning.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.